Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The reported information indicates the excessive balloon pressure was applied during the balloon touch-up. The gore® excluder® aaa endoprosthesis instructions for use (IFU) provide instruction for balloon use and to use care to avoid complications. The cause of the reported right common iliac artery dissection may be attributed to over-inflation of the balloon as reported. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder®aaa endoprosthesis devices. Following deployment of these devices, a balloon touch-up was performed using a gore® mob balloon catheter. Subsequent angiography confirmed a distal type I endoleak originating from the right distal side. After additional balloon touch-up was performed at the site using the mob balloon, a vessel injury resembling a dissection occurred in the right common iliac artery. As a treatment, coil embolization of the right internal iliac artery was performed, followed by placement of an additional stent graft extending to the right external iliac artery to resolve the endoleak. The patient tolerated the procedure. The physician reported that excessive balloon pressure had been applied during the balloon touch-up. The anatomical configuration made it challenging to achieve a secure distal landing zone in the right common iliac artery. Therefore, aggressive ballooning in response to the distal type I endoleak should have been avoided.